Event description:
A (B)(6) patient underwent nanoknife ire treatment for liver and abdominal wall cancer on (B)(6) 2010. During the treatment, an adverse event was reported for mild hypertension. Patient incurred mild hypertension during the procedure.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the mild hypertension could not be ascertained. An investigation of device records was performed with no anomalies found. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint # (B)(4).